Event description:
Reporting percutaneous thrombolytic device -ptd-: upon completion of using the trerotola the physician attempted to remove device. Several attempts were made to remove device which were met with resistance. When finally removed there was tissue attached to the device.